Event description:
The initial reporter alleged a possible false positive result for one sample tested with the anti-hcv g2 elecsys e2g 300 assay on a cobas e 801 analytical unit. The sample was initially measured as reactive with the elecsys anti-hcv ii assay, yielding a result of 125 coi (reactive). This result was confirmed on (B)(6) 2020. Subsequent testing at the customer site using western blot yielded a negative result.

Manufacturer narrative:
The analysis was performed on a cobas e 801 analyzer (serial number: (B)(6). The anti-hcv ii reagent expiration date was not provided. The sample was received for investigation. The sample, described as lipemic, was tested with a different lot of the elecsys anti-hcv ii reagent and yielded a reactive result of 135 coi. Additional testing using the fujirebio innolia hcv score assay produced an indeterminate result (ns4 2+). The western blot test performed at the customer site yielded a negative result. No definitive conclusion could be drawn due to the indeterminate blot result. It was noted that single false positive results are covered by the assay's specificity claim as outlined in the instructions for use (IFU). Further clarification would require additional clinical data, patient history, or a follow-up sample. The investigation determined that the elecsys anti-hcv ii assay performed within specifications, and a general reagent issue was excluded.